Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen appeared to be "dim and vaguely able to see". The customer reported pressing the wake button in attempt to brighten the screen or to clear display issues; however, the screen continued to be dim for 2 hours before returning to normal brightness. Reportedly, the display issue blocked graphics and text on the screen. During troubleshooting, it was confirmed that the pump was functioning as intended. The customer's blood glucose level was in the low 200 (mg/dl) range and did not exceed 240 mg/dl.